Manufacturer narrative:
Concomitant medical products: 419688 lead implanted:(B)(6) 2009; 5076-45 lead implanted: (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.